Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited intermittent undersensing leading to several pause episodes. Review of the stored electrograms suggestive of the device shift off and reverting to the original sensing vector. The patient was asymptomatic. Programming changes were made.